Event description:
The patient tolerated the revascularization and carotid to lsa bypass with good results and is doing fine.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: endoprosthesis: improper component placement.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of a thoracic aortic aneurysm and was implanted with a gore® tag® conformable thoracic stent graft with active control system. It was reported that the device deployment resulted in unintentional coverage of the left subclavian artery (lsa). On (B)(6) 2021, the patient complained of left arm pain and underwent revascularization and a carotid to lsa bypass is in process. The outcome is unknown at the time of this report.